Event description:
Boston scientific crm received information that this pacemaker was electively replaced due to an advisory issued on this model device. During the explant procedure, the physician experienced trouble removing the lead from the device header. Greater than normal force was needed resulting in damage to the header. A new device was successfully implanted in it's place without incident. To date, no adverse patient effects have been reported.